Event description:
It was reported that at the start of the intracept procedure, the patient vomited and aspirated. The certified registered nurse anesthetist (crna) decided the case needed to be stopped. The patient was sedated with local anesthesia and there were no patient complications. The patient is expected to fully recover. There were no device issues as the kit was never used, only opened. All devices were discarded by the medical facility.